Manufacturer narrative:
A batch record review could not be conducted because the lot number provided by the customer was not valid. A f/u was made in an effort to obtain the correct lot number but the customer could not provide and accurate lot number. Complaint lot review could not be conducted since no valid lot number was provided. The assessment is based on info available at the time of the investigation. The kit was not returned for analysis, but photographs of the kit were available for analysis. A root cause for the blood leak could not be determined from the info available. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a blood leak that occurred during treatment. Name and function of complainant: same as rptr. Customer called to report the blood leak was noticed inside the pto at 1400 ml of whole blood processed (wbp), but could not find the origin of the leak. No alarm posted by the system. Customer aborted treatment at once and did not return blood to the pt. Customer thinks something broke inside the pto or may at one of the pressure domes, customer claims they did not notice anything strange during installation of the kit and also that the pressure domes were installed correctly. Pt is feeling well, no allegation of harm for the pt. Customer did not return the kit for investigation.